Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) procedure the patient experienced lens rotation not associated to a low vault. Lens was repositioned. Cause was unknown.

Manufacturer narrative:
B5: a facility representative reported that following an implantable collamer lens (icl) procedure the patient experienced lens rotation not associated to a low vault. Lens was repositioned. The patient continues to have a residual refraction. Cause was unknown. Additionally the left eye could have zonules damage. Claim# (B)(4).